Manufacturer narrative:
The analysis results found that the probe a was received in good physical condition. The cutter was partially extended. The probe was connected to a test holster and control module. The device was not able to initialize. The device was disassembled and was found to have burrs on the tip of the cutter, that was catching on the aperture of the needle during the initialization process, therefore not allowing the instrument to initialize as intended. Each device is visually inspected and functionally tested during the manufacturing process. No conclusion could be reached as to how the incident occurred.

Event description:
It was reported that while trying to initialize the probe, they received a green cable error code. They changed probes and continued to received the error code. The patient was on the table and the breast was not pierced. Patient will be rescheduled.